Manufacturer narrative:
During investigation, it was found that outer box was missing small label stickers that contain serial number information of both devices included in the box. As a result, these units received from supplier were not accepted at incoming inspection to add into inventory. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal complaint reference: case-2021-00043558-1.

Event description:
It was reported that rail clamps box contained 2 pieces with different serial number, but the outer box only displayed 1 piece serial number. Additionally, the original label information was missing. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.